Event description:
The olympus representative reported on behalf of the customer, oily stuff came out of the evis exera iii colonovideoscope while being pre-cleaned/manually cleaned at reprocessing prior to a diagnostic procedure. The scope had to be reprocessed several times. The red substance was staining multiple brushes until clear, oil/greasy like substance remained. The facility did not believe the oily substance was blood because no blood or red substances were noted within the colon, on the outside of scope, or in the suction cannister. The facility believed the substance was olestra and there was concern that was oil leaking from the scope, however, the scope passed the leak test. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the scope needed to be looked at to be sure no leaks or grease was leaking. The olympus representative was advised to send the device in for repair. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps passage had a red stain and kinks inside the channel. The brush passage had restriction at the suction channel through the suction port. The suction flow had restriction at the light guide side near the suction port. There were no signs of fluid invasion. The up/down/left/right angulation was low. The control knob movement had play. The plastic distal end cover had scratches and dents. The objective lens had tiny chips at the edge. The bending section cover glue had cracks. The insertion tube had surface scratches. The plug unit had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the foreign material did not come from inside the device as there was no leak found during evaluation. The specific root cause could not be determined at this time. The user may prevent occurrence of the event by handling device in accordance with the instructions for use (IFU): ¿precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.